Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form properly. In addition, the clips would randomly drop from the device. The case was completed with the device. There was no patient consequence.